Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an episode of atrial crosstalk after the delivery of shock therapy. This crosstalk resulted in the inhibition of ventricular output.